Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. Material was found missing. Components adjacent to this broken main tube do not show damage. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws dislodged the tip with the main tube. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no need to remove the tip-up fenestrated grasper and the cannula together. No additional port was open in order to remove the instrument and the cannula. No fragments fell inside the patient. An image was provided for review.